Manufacturer narrative:
Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. However, the catheter did not meet specifications during leak testing and fluid was noted within the tygon tubing. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector, consistent with the reported event.

Manufacturer narrative:
The reported leak was confirmed. A leak was noted in the adhesive between the irrigation tube and the proximal tube inside the luer lock. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption of the curing process.

Event description:
During an ablation procedure, the tacticath was starting to visualize incorrectly during the procedure. When the tubing and catheter were disconnected from the tactisys quartz, it was noted saline flowed out of the tactisys quartz unit. The catheter was replaced to complete the procedure with no patient consequences.